Event description:
Discordant, falsely elevated sodium results were obtained on nine patient samples on an advia 1800 instrument. The discordant sodium results were reported to the physician(s). The samples were retested on an alternate instrument and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens healthcare diagnostics cse (customer service engineer) was dispatched to the customer site for instrument evaluation. The cse cleaned the ion selective electrode (ise) module. The cse also replaced the electrodes and conditioned the onboard system. The cse verified system calibration and successfully ran qc. The cause of the discordant sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.